Event description:
It was reported by the customer that the device's ac mains light will not illuminate. It was also indicated that after replacing the battery, the charge led will not illuminate. There was no pt use associated with the reported malfunction.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was an electrical short through fet transistors, designators q1 and q2. It was also observed that a fuse, designator f1 was open.